Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (2 post dilations of the valve), in addition to patient factors (advanced age, moderate valvular calcification, moderate aortic root calcification) likely contributed to the annular rupture/shunt and subsequent valve explant and shunt repair. The annular rupture was thought to be near the conducting pathway; therefore contributing to the post procedure complete av block and subsequent ppm implant on pod4. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed using 2ml less than nominal volume, in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, mild to moderate paravalvular leak (pvl) was observed. The valve was post dilated with an additional 1ml of volume (32ml total). No change in the pvl was noted following the valve post dilation. A second post dilation with nominal volume was performed. The pvl was reduced to mild; however, echo indicated flow from the rcc to the right ventricle (rv). It was confirmed that an rcc rupture occurred after the first post dilation. No changes in hemodynamics (pa pressure, ao pressure) and in-flow were observed after 30 minutes. Pulmonary artery pressure was 33/16 mmhg. The pulmonary blood flow ratio (qp/qs) was 1:1 and the flow was considered mild. The decision was made to take conservative treatment for the patient. The patient was transferred to the ICU. Upon returning to the ICU, the patient repeatedly developed av block intermittent with sinus rhythm. The patient was under observation with temporary pacing support. On postoperative day (pod) 4 a permanent pacemaker (ppm) was placed for complete av block. The exact timing of the complete av block development was not provided. On the night of pod7, the patient complained of breathing difficulty. Echo revealed shunt flow enhancement to the right ventricular (rv) side. Pa pressure was around 50 mmhg to 60 mmhg. On pod8, an aortic valve replacement (avr) and a patch closure of the shunt was performed. Since the shunt was under the sapien 3 valve, was valve was explanted. After patch closing the shunt, avr was performed. Following the achievement of hemostasis, the patient was weaned off of percutaneous cardiopulmonary support (pcps) and returned to the ICU. The native annular diameter measured 28.0mm by CT. Moderate valvular calcification and moderate aortic root calcification was reported. Per medical opinion, the annular rupture was caused by the calcification during post dilation of the valve. The surgeon confirmed the ¿split¿ was in the horizontal direction. It was thought the rupture was near the conducting pathway; therefore contributing to the complete av block.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported in an article, ¿the case of right ventricular perforation at tavi resulting in postoperative acute heart failure¿, on pod 8, urine volume reduction, pleural effusion, weight gain, dyspnea were appeared. Tte was performed for aggravation of cardiac failure. An excessive bilateral pleural effusion, increased shunt flow, severe tricuspid regurgitation were noted, and had pulmonary hypertension. Qp / qs = 1.8 to 1.9. Urgent patch closure and aortic valve replacement surgery for the puncture site were performed. Reference for article: yuki okamura et, et al. 12018). The case of right ventricular perforation at tavi resulting in postoperative acute heart failure. Japanese association of medical technology conference of kyushu branch, 2018.10;53th:0051. Retrieved from: http://congress.jamt.or.jp/kyushu53/pdf/general/0051.pdf.